Manufacturer narrative:
Lab analysis of the device had an empty syringe where the plunger rod is broken and a small part of the rod remains in the syringe with the plunger tip.

Event description:
Healthcare professional reported injected a patient with juvéderm vista voluma xc using the packaged needle. During the injection, the plunger rod was broken. No injuries were reported.

Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. Device labeling for the reported event of break: malfunctions and adverse events the following malfunctions and adverse events have been reported.potential adverse events are included but not limited.(1)malfunctions accidental spillage, broken/damaged component, consistency of material altered, difficult or impossible to extrude, needle disengagement(partial or total), packaging error, plunger trouble, product discolored, short fill, voids/air bubbles.

Event description:
Healthcare professional reported injected a patient with juvéderm vista voluma xc using the packaged needle. During the injection, the plunger rod was broken. No injuries were reported.